Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additionoal information in h6 (component code). H3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no sutures or anchor. There is biological debris on the returned device. An image evaluation was performed and revealed the base of anchor is broken and the tip of the insertion device is bent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include rough handling or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated. H11: corrected information in h6 (investigation findings).

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a procedure, the footprint suture anchor broke. The broken pieces were removed from the patient with suction. Surgery was completed with a back-up device using an additional drilled hole. There was a surgical delay of less than 30 minutes, and no further complications were reported.